Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient had a spinal stenosis which caused the lead to press against the spinal cord. Symptoms of numbness and slight pain were noted. The patient underwent an explant procedure. The patient was doing well postoperatively.